Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024 . The patient experienced inaccurate cgm values 1 day after the sensor was inserted in the arm. On (B)(6) 2024 , the patient experienced seizures and loss of consciousness while she was at her office. The patient´s supervisor called an ambulance, and the paramedics treated the patient with ¿glucose pouch¿. When the paramedics arrived the cgm reading was low, and the bg reading was 95 mg/dl. The patient declined to go to the hospital. At the time of the report the patient was fine, and reading was back to normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.